Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he had a staph infection from the leads and had "everything removed". He reported "shocking" from the device and said "one dr said it wasn't and one said it was". Additionally, the patient's son reported the device was "shocking" and the doctors were unsure why and the device was replaced due to the battery. The patient reportedly developed a hematoma on his chest that became infected. He said no treatment was done, the hematoma broke and he was in the hospital for a week, with staph infection. He also said the coating on the leads "was not good enough". The son further alleged the coating on the wiring either dissolved or came apart and each time the wiring would touch one another, it would give the patient a "terrible shock". He said when his father had surgery 'they would cut the end of the wire off and then push it back down in him and then lay the device on the wiring".